Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, doctor noticed that screwdriver was not locking screw properly.